Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set kinked events on 29-feb-2024 after 3 hours insertion. Insertion site was abdomen. The blood glucose leve was 100-350 mg/dl. Customer regularly rotate site location. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.